Event description:
It was reported that the patient experienced more pain than normal. A fluoroscopy showed that the top of the indirect decompression spacer (spacer) had migrated. The spacer was explanted and disposed by the medical facility.